Event description:
Reported condition: blood pump rotor missing screw and washer. Machine installed (B)(6) 2024 machine total run hours at the time of event was 792hrs. (B)(6) 2025: national service engineer replaced with a new blood pump assembly. Machine is operating to manufacturers specifications. Ready for patient use.